Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Customer provided 5 pictures of the affected device. The pictures were reviewed and show the broken ap extension tubing related to MDR 3010532612-2023-00447. A device history record review was performed, and no relevant findings were identified. The reported complaint of "hub on extension connector broke" is not able to be confirmed. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that while in use on a patient in the or during a CABG surgery, "the device was leaking and the operators attempted to tighten the connection and the result was a complete break on the hub of the tubing. Remedy was press the connection together as tight as possible and they taped it together to get them through the case. The patient lost about 300cc's of blood as the connection was under the sterile drape and the leak was not detected until they heard 'dripping' onto the floor from under the sterile drape. The patient had to be transfused as a result.".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that while in use on a patient in the or during a CABG surgery, "the device was leaking and the operators attempted to tighten the connection and the result was a complete break on the hub of the tubing. Remedy was press the connection together as tight as possible and they taped it together to get them through the case. The patient lost about 300cc's of blood as the connection was under the sterile drape and the leak was not detected until they heard 'dripping' onto the floor from under the sterile drape. The patient had to be transfused as a result."